Event description:
Health professional reported removal of a lap-band device allegedly "due to failure." F/u findings: health professional reported that lap-band was allegedly removed due to "laparoscopic gastric bypass." F/u findings: health professional reported the pt's pre-operative diagnosis was "gastroesophageal reflux." No add'l info is available from the physician.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."